Event description:
A hospital in france performed comparison tests on neonates and infants contour ts meters and a laboratory test. The info was not used to make clinical decisions. The study included 77 results from "premies" and sick infants. The following 21 results fall in the "c" and "d" zone of the parkes error grid: see scanned table.

Manufacturer narrative:
No adverse events were alleged. No product will be returned for evaluation.